Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information: 1. What is the reorder number of the wire guide used with this device? -olympus/visiglide 0.025 inch angle 2. If not with the device in question, how was the procedure finished? -another zebd stent was used instead. Lab evaluation: 1 x zebd-7-7 of lot # c1438241 was returned to cirl for evaluation. A lab evaluation was held on 13 sep 2018. During the lab evaluation a kink was found at the third and fifth port holes on the tapered end. Kink on length of body or stent approximately 1.5cm from tapered end pigtail. Wire guide stopped at third port hole tapered end due to kink. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the kink occurred while being straightened while being passed over wire guide. A precaution included in instructions for use, ifu0045-6 states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Documents review: a review of the manufacturing records for the device of lot # c1438241 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1438241; upon review of complaints this failure mode has not occurred previously with this lot # c1438241. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl there is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. According to the instructions for use, ifu0045-6, the user is advised of the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent". Summary: the complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This complaint is being reported under the FDA MDR malfunction precedence "stent kinked/ bent" the pigtail of the stent was straightened with the straightener and was attempted to advance the wire guide, however, the wire guide would not pass through. Therefore, the user stopped using the stent. Another zebd stent was used instead to complete the procedure. There have been no adverse effect to the patient reported.